Event description:
The customer reported that falsely depressed sodium (na) results were obtained on multiple patient samples on an atellica ch 930 analyzer. The initial results were not reported to the physician(s). The samples were reprocessed on an alternate atellica ch 930 analyzer. The repeat results recovered higher than the initial results and matched the patient¿s history. The repeat results were considered correct. There are no known reports of patient intervention or adverse health consequences due to the falsely depressed na results.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that an atellica ch 930 analyzer outputted out of range low quality control (qc) and falsely depressed sodium (na) results on multiple patient samples. Calibration was acceptable on the day of the event. With siemens remote assistance, the customer performed full auto check, photometer check, which failed at all intensities and flagged low. A siemens customer service engineer (cse) was dispatched to the customer's site. During the visit, the cse inspected rotary valve and performed a rotary valve clean, reassembled it, installed integrated multisensor technology (imt) module back in instrument, primed all fluid lines, performed auto alignment, power flush and auto check, which passed. Then, the cse performed dilution check, corrected bias, ran qc, which recovered acceptably. Next, the cse observed that the fluid line was getting crushed causing imt issues, cleared the bottom of the imt module, primed lines, performed auto alignments, which passed. Later, the cse replaced reagent 1 (r1) and reagent 2 (r2) probes, replaced sample probe, performed auto alignments for r1 and r2 servers and arms, which passed. Then, the cse replaced the lamp and valve for aspirate probe 1, aligned the reaction washer head, performed full auto check, which passed. Siemens evaluated the event and determined that lower than typical dilution check factor previously accepted on system, potentially contributed the falsely depressed na results. The instrument is performing according to specifications. No further evaluation of this device is required.